Event description:
Per report, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, a balloon aortic valvuloplasty (bav) was performed with a 20x5cm non-edwards' balloon during rapid ventricular pacing (rvp). The retroflex3 delivery system was then advanced via the retro-flex sheath through a left femoral cut down. The valve was then placed across the aortic valve. During rvp the valve was deployed and it was noted to have moved slightly aortic during inflation. Transesophageal echocardiogram (tee) confirmed the valve to be too aortic with 2 + pvl. The pressure was stabilized, but diastolic pressure never did recover. A second sapien valve was then prepped and placed just below the first valve during rvp. Post tee showed trace pvl and no aortic insufficiency. The anterior wall showed a large piece of ca+ which did not allow the second valve to dilate completely. The attending physician felt that the result was adequate and no post dilatation was done. The patient's pressure recovered during second valve implant requiring no further intervention.

Manufacturer narrative:
Additional information provided by the edwards clinical specialist: a combination of a fair imaging intensifier angle and the valve positioned to high prior deployment could have been a factor contributing to the malposition of the first valve. Cine images and single tee images of the procedure were provided by the site for review. The images were reviewed by edwards's medical director, and the following observations were made: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, semi-circular mitral aortic calcification (mac); fair coaxial alignment; fair image intensifier angle (iia); final valve positioning 50:50 and moved aortic 4mm with deployment. No images available of actual valve deployment. Post-dilation of the valve performed ; post-dilation aortogram demonstrates aortic regurgitation (ar); 2nd valve positioned 50:50 ventricular within 1st sapien valve; post valve in valve aortogram demonstrates ar, but lessened. Impressions: the 4mm aortic movement of sapien valve during deployment probably due to fair coaxial alignment with preservation of lv function (based on single view on tee). Other factors include loss of pacing capture and failure to hold ventilation. This cannot be determined and deployment cine is not available for review. Single lax tee image fails to demonstrate septal hypertrophy. Per the device instructions for use (IFU), valve deployment in unintended location and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). In this case the cause of the valve movement during deployment cannot be confirmed, as the appropriate images were not available for review. However, it is probable that a combination of procedural (fair coaxial alignment) and patient factors (preservation of lv function) caused or contributed to the reported event. Other risks factors which could contribute to the valve malposition include the loss of pacing capture and failure to hold ventilation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.